Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient had their 2-week advanced trial evaluation follow-up appointment with their implanting physician, and the physician removed the lead connection from the future pocket site where it was attached to the perc. Extension. After taking the lead out of the connection, the lead was bent just behind the white marker, where it indicates correctly if the lead is inserted into the implant battery. The kink was so severe that the physician could not connect it to the new battery, which resulted in the removal of the lead and insertion of a new lead. The patient is expected to have a full recovery; there were no other issues or complications mentioned.

Event description:
It was reported that a patient with this neurostimulator had their 2-week advanced trial evaluation follow-up appointment with their implanting physician, and the physician removed the lead connection from the future pocket site where it was attached to the percutaneous extension. After taking the lead out of the connection, the lead was bent just behind the white marker, where it indicates correctly if the lead is inserted into the implant battery. The kink was so severe that the physician could not connect it to the new battery, which resulted in the removal of the lead and insertion of a new lead. The patient is expected to have a full recovery; there were no other issues or complications mentioned.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.